Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Impossible to drop the prosthesis. The kt looks bent. Product available. "As per complaint form": because of the obstruction of the 1st metallic stent with dilation of cbd, the doctor decided to exctract the stent and have seen a 4cm stenosis due to chronic pancreatis. He wanted to place a new one but noticed that the catheter was a little bit kinked . He tried to place the stent but it was not possible to open it. They took the stent out from the duodenoscope and the nurse tried to make it straight without success for the stent. They decided to take a new stent. After a visit to the hospital, the nurse admit it was probably her fault. I trained them again about how to put the stent out from the box and they will be more careful now. Duodenosope olympus tjf 160 vr. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal). What endoscope type and channel size was used? Duodenoscope olympus tjf 160 vr. What was the position of the elevator? Was it opened or closed? Details of the wire guide used (diameter, type, make)?jagtome ( autotome and jagwire 0.035¿- 260 cm ). Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. How long was the stent in the patient by the time this complaint occurred? Zero, impossible to take it out from catheter. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Is the patient known to be covid-19 positive? No covid stricture information: what was the length and diameter of the stricture? 4cm. Where was the stricture located in the body? Cbd. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? By the time of placement, the doctor noticed the catheter was kinked . He was skeptical about the possibility for the stent to get out from its catheter and he was right. They have used a new one. Was resistance felt during insertion into patient? If yes, at what point? No. Questions related to during stent placement: did the product fail during stent deployment or recapture? Was the directional button pressed during use? Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Was the yellow marker kept in view during deployment? Are images of the device or procedure available? No. Questions related to during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Did the stent open sufficiently to allow withdrawal of introducer safely? Was the safety wire fully removed before removing the delivery system? Did any part of the product snag/get caught with the stent when removing the delivery system? Are images of the device or procedure available? Questions related to during stent repositioning/removal: what instrument was used for stent repositioning / removal? Forceps, snare¿ was the lasso (suture) loop used during repositioning. Was the directional button fully engaged? Yes. Did the red indicator move when the trigger was pressed? No, it was blocked . Did the red indicator continue to move after the delivery stopped? No. Were any cracking/popping sounds heard from the handle? No. Was the stent partially exposed? No. If the stent was partially exposed, was it possible to recapture the stent fully before removal? Were any additional procedures needed? Used a new stent with success. What is the patient outcome? She¿s fine. What is meant by ¿the kt looks bent¿? Is this referring to the device itself or the catheter? Because the nurse couldn't move with the handle, the doctor looked and have seen a bending. He said to the nurse that it will be difficult to exposed the stent. They took it out from the endoscope, tried to make is straight manually without success. Was it possible to partially deploy the device? No. When I came to the hospital in order to get informations, I have made a training about how to put the stent out from the box. The nurse is new and not used to these stents. When they used a new one, the nurse was more careful.

Event description:
Supplemental report is being submitted due to the completion of the investigation. Impossible to drop the prosthesis. The kt looks bent. Product available . "As per complaint form": because of the obstruction of the 1st metallic stent with dilation of cbd, the doctor decided to exctract the stent and have seen a 4cm stenosis due to chronic pancreatisis.he wanted to place a new one but noticed that the catheter was a little bit kinked . He tried to place the stent but it was not possible to open it. They took the stent out from the duodenoscope and the nurse tried to make it straight without success for the stent. They decided to take a new stent. After a visit to the hospital, the nurse admit it was probably her fault. I trained them again about how to put the stent out from the box and they will be more careful now duodenosope olympus tjf 160 vr. Paitent outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal). 2. What endoscope type and channel size was used? Duodenoscope olumpus tjf 160 vr. 3. What was the position of the elevator? Was it opened or closed? 4. Details of the wire guide used (diameter, type, make)?jagtome ( autotome and jagwire 0.035¿- 260 cm ). 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. 6. How long was the stent in the patient by the time this complaint occurred? Zero, impossible to take it out from catheter. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? 8. Is the patient known to be covid-19 positive? No covid. Stricture information: 1. What was the length and diameter of the stricture? 4cm. 2. Where was the stricture located in the body? Cbd. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient. 1. Was the product inspected for kinks or damage before use? By the time of placement, the doctor noticed the catheter was kinked . He was skeptical about the possibility for the stent to get out from its catheter and he was right. They have used a new one. 2. Was resistance felt during insertion into patient? If yes, at what point?no. Questions related to during stent placement. 1. Did the product fail during stent deployment or recapture? 2. Was the directional button pressed during use? 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? 4. Was the yellow marker kept in view during deployment? 5. Are images of the device or procedure available?no. Questions related to during introducer withdrawal. 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? 2. Did the stent open sufficiently to allow withdrawal of introducer safely? 3. Was the safety wire fully removed before removing the delivery system? 4. Did any part of the product snag/get caught with the stent when removing the delivery system? 5. Are images of the device or procedure available? Questions related to during stent repositioning/removal 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ was the lasso (suture) loop used during repositioning. 1. Was the directional button fully engaged? Yes. 2. Did the red indicator move when the trigger was pressed? No, it was blocked. 3. Did the red indicator continue to move after the delivery stopped? No. 4. Were any cracking/popping sounds heard from the handle? No. 5. Was the stent partially exposed? No. 6. If the stent was partially exposed, was it possible to recapture the stent fully before removal? 7. Were any additional procedures needed? Used a new stent with success 8. What is the patient outcome? She¿s fine. 9. What is meant by ¿the kt looks bent¿? Is this referring to the device itself or the catheter? Because the nurse couldn¿t move with the handle, the doctor looked and have seen a bending. He said to the nurse that it will be difficult to exposed the stent. They took it out from the endoscope, tried to make is straight manually without success. 10. Was it possible to partially deploy the device? No. When I came to the hospital in order to get informations, I have made a training about how to put the stent out from the box. The nurse is new and not used to these stents. When they used a new one, the nurse was more careful.

Manufacturer narrative:
This file is related to (B)(4). Device evaluation the evo-fc-10-11-4-b device of lot number c1688875 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the (B)(6) 2020 and (B)(6) 2020. In summary the following results were observed in the lab evaluation: handle was actuating fine and stent was fully deployed without issues. Safety wire removed without issues. Stent intact. Flexor was found to be kinked approximately 86 cm from the white tip. Following the lab evaluation additional information was requested to aid with the investigation. What was the position of the elevator? Was it opened or closed? Open. Additional complaint file (B)(4) was raised to capture "the obstruction of the 1st metallic stent with dilation of cbd" . Documents review including IFU review: prior to distribution all evo-fc-10-11-4-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-4-b device of lot number c1688875 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1688875 ; upon review of complaints this failure mode has not occurred previously with this lot #c1688875. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is evidence to suggest that the customer did not follow the instructions for use. From additional information provided, "was the product inspected for kinks or damage before use? By the time of placement, the doctor noticed the catheter was kinked . He was skeptical about the possibility for the stent to get out from its catheter and he was right. They have used a new one" root cause review: a definitive root cause could be attributed to user error and device handling when removing the device from the packaging, as per complaint description, "after a visit to the hospital, the nurse admit it was probably her fault. I trained them again about how to put the stent out from the box and they will be more careful now". Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.